Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch indicates: 44785175. The initial medwatch should indicate: 44485175. Device manufacture date, of the initial medwatch indicates: 06/29/2016. Device manufacture date, of the initial medwatch should indicate: 03/25/2016. (B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio further observed that the device was unable to power on when prompted and, as a result, could not charge or shock. Physio determined that the cause of the reported issue was the digital pcb assembly; however, after extensive analysis, physio was unable to determine further component level cause.